Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a no delivery alarm. The customer's blood glucose was 83 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was protruded. The customer stated that they pushed the drive support cap back in. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, rewind and prime tests. We were unable to confirm excessive no delivery error alarm due to prime error alarm during basic occlusion test. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.